Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the calcified mid left anterior descending artery. After completing rotablation with a 1.50mm burr, a guidezilla guide extension catheter was inserted to take the 3.00x38 mm synergy ii drug-eluting stent across the lesion. During maneuvering of the device, it was noted that the stent became stuck at the tip of the guidezilla. During pushing and pulling of the device, the stent distal end was crumpled and the shaft was broken at the hub. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the calcified mid left anterior descending artery. After completing rotablation with a 1.50mm burr, a guidezilla guide extension catheter was inserted to take the 3.00x38 mm synergy ii drug-eluting stent across the lesion. During maneuvering of the device, it was noted that the stent became stuck at the tip of the guidezilla. During pushing and pulling of the device, the stent distal end was crumpled and the shaft was broken at the hub. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with proximal struts bunched distally. A tissue-like substance is visible on the damaged stent struts. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found the manifold separated from the hypotube with the break site immediately distal to distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.